Event description:
The following journal article from 2003 was reviewed: article citation: abou-zamzam, a. M., bianchi, c. Mazrany, w., teruya, t.h., hopewell, j., vannix, r. S., and ballard, j.l., (2003). Aortoenteric fistula development following endovascular abdominal aortic aneurysm repair: a case report. Annals of vascular surgery. 17: 119-112. This article references a male pt who presented to a vascular clinic with an asymptomatic 7.9 cm infrarenal aaa. The pt underwent implantation of a 26x13 bifurcated ancure device. Post operation imaging identified a small type ii endoleak. Follow up imaging performed at one month and four mos post implant noted that the endoleak persisted. An arteriography was recommended by declined by the pt.

Manufacturer narrative:
At 11 mos post implant the pt presented to the ER with complains of lower abdominal pain, dizziness, nausea, vomiting and fatigue. The pt also reported lower leg claudication. Laboratory values were significant for elevated white blood cell count and low hemoglobin. A CT scan was performed which revealed a large proximal endoleak with air around the stent graft. The right limb was thrombosed and a graft infection was suspected. The pt underwent surgery and upon entering the aneurysm sac an aortoenteric fistula was noted between the distal aspect of the aaa and the distal ileum. There was staining of the graft, but not obvious erosion. After extension debridement of the retroperitoneum, segmental resection of the ileum was performed. The explanted graft was sent to pathology and cultures confirmed staphylococcal and streptococcal specimens. Four mos post explant the pt is doing well. Dr. Was contacted, but was unable to provide the model/serial number of the graft. We are filing an MDR at this time since we cannot confirm these events have been previously reported.